Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's deep brain stimulator device caused interference/noise to be observed by the pacemaker device. The health care provider indicated that this does not interfere with pacing since the patient is not dependent. The device remains in use. No patient complications have been reported as a result of this event.